Event description:
Pump: MFR#2916596-2022-14897. Controller: MFR # 2916596-2022-15179.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarm was investigated under the hm3 system controller, serial (B)(6), which is investigated on MFR# 2916596-2022-15179. The event log files spanned approximately 14 hrs ((B)(6) 2022 from 03:01 to 16:05 and (B)(6) 2022 per the timestamp). The driveline was disconnected on (B)(6) 2022 at 15:58 for a controller exchange. It was determined that the reported event of no external power alarm was part of the expected sequence of events when the controller was exchanged. The controller was disconnected from a battery power source on (B)(6) 2022 at 15:59 after disconnecting the driveline to complete a controller exchange and was not connected to a mobile power unit. When a no external power event occurs the backup battery use count increases in the periodic log file, the periodic log file was reviewed there were no additional backup battery use count increases on the day that a no external power was reported. Both the reported sequence of events as well as the log files indicate that the no external power alarm occurred when both power cables were disconnected during the system controller exchange. No other notable alarm was observed. The mobile power unit, serial (B)(6), was not returned for analysis. Per provided information, interrogation of the device revealed a no external power alarm. The device was plugged into mobile power unit. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related MFR #'s: 2916596-2022-14897 and 2916596-2022-15179. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that interrogation of the system controller discovered a no power alarm (no external power). The patient was plugged into their mobile power unit. No products will be returned for evaluation.